Event description:
It has been reported that before use, the cardiosave intra aortic balloon pump (iabp) was audibly leaking helium from the helium high pressure regulator. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse replaced a new helium tank on the unit and tightened all fittings around the helium regulator to confirm the issue, and discovered that the helium high pressure regulator was the cause of the leak. To fix the issue, the fse replaced the helium regulator, and performed all functional and safety checks to meet factory specifications. The unit also no longer leaked and passed the helium leak test. The iabp was then released to the customer and cleared for clinical service. Full name of initial reporter: (B)(6).

Event description:
It has been reported that before use, the cardiosave intra aortic balloon pump (iabp) was audibly leaking helium from the helium high pressure regulator. There was no patient involvement, and no adverse event reported.